Manufacturer narrative:
Product analysis summary: the device returned with a longitudinal crack evident on the front of the luer, the distal end of the crack curved towards the wing of the luer. There was also a mould line visible on the back face of the luer which is consistent with the manufacturing of the component. It was not possible to inflate the device due to the crack on the luer. No other damage was evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an nc sprinter rx ptca balloon catheter was intended to be used. There was no damage noted to the packaging or any issues noted when removing the device from the hoop. The device was inspected with no issues noted. Negative prep was performed with a syringe and the device was directly connected to a non medtronic indeflator and no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered and excessive force was not used during delivery. It was reported that the luer of the device cracked during inflation of the balloon. The patient was reported to be alive with no injury.